Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and scratched around casing.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer stated he is a construction worker and sweats heavily. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Blood glucose is 294 mg/dl. Nothing further reported.